Manufacturer narrative:
Concomitant medical products: 694775 lead, implanted (B)(6) 2010; dtba1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead is still in use. No patient complications have been reported as a result of this event.